Manufacturer narrative:
H6: investigation summary: photo received for investigation, upon visual inspection it can be seen the 50ll syringe showing leakage past the stopper. No damage in the barrel is observed and stopper in the picture is correctly assembled. A device history review was performed for lot 2012070 no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. Retained samples from the same lot were evaluated, upon visual inspection no damage can be observed in any of the individual parts. Stopper is correctly assembled in the ten syringes. Once functional test is performed, these syringes were disassembled finding no damage in the plunger that could lead to the leakage experienced by customer. Additionally, leakage test was performed and no defects or leak observed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. H3 other text : see h10.

Event description:
It was reported that the bd plastipak 50ml syringe concentric luer lock had leakage past the stopper. The following information was provided by the initial reporter: syringe failure issue with one of the 50ml syringes we use, same thing happened with another one a few months back, plans are to just keep an eye on it at the moment as we use heaps of the 50ml syringes and this is only the second issue to be reported, if it starts becoming more frequent then I suspect the anaesthetists will want the syringes changed.

Event description:
It was reported that the bd plastipak 50ml syringe concentric luer lock had leakage past the stopper. The following information was provided by the initial reporter: syringe failure issue with one of the 50ml syringes we use, same thing happened with another one a few months back, plans are to just keep an eye on it at the moment as we use heaps of the 50ml syringes and this is only the second issue to be reported, if it starts becoming more frequent then I suspect the anaesthetists will want the syringes changed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.